Manufacturer narrative:
Date sent: 09/06/2007. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure, the cutter blade came out in the cartridge when it loaded. Another device was used to complete the case. There was no adverse consequence to the patient.